Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during the intraocular lens (iol) implantation there was an issue with delivery system. There was patient contact with no patient harm. The surgery was completed during the initial procedure. Additional information has been received includes that there was no patient harm reported.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced. No damage observed. No lens returned. The product investigation could not identify the root cause for the reported complaint "issue with delivery system". No detailed description on the observed issue was provided. No lens was returned. We are unable to confirm the lens and the haptic position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).